Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the reported issue (broken electrode loop/wire) was likely due to wear and tear of the device. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿a suitable replacement device must be provided during an application.¿ this supplemental report includes a correction to d4. Although it was initially reported that the model number of the subject device is wa47706s, the model number for the device that the customer returned for evaluation is w7109995. Therefore, the final investigation is based on the returned subject device (model number w7109995). The UDI number for the subject device returned is unknown. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A part of the device has been returned. Upon inspection, the distal end where the loop was located was noted damaged. A large portion of the loop was missing, and the missing portion was not returned for evaluation. The remaining loop that was still intact with the electrode has small balls that formed on the tips. The insulation on the forks has indication of melted insulation as well as char marks that were identified on the distal end of the insulation. The shaft as well as the proximal end have no signs of excessive bends or damages. A functional test was not done as the loop was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted on medwatch importer report #2429304-2023-00048.

Event description:
An olympus representative reported to olympus on behalf of the customer that during two different therapeutic transurethral resection of bladder tumor, this resection electrode loops broke. The first case, the loop broke completely off. The second case, the loop broke in half. Both procedures were prolonged due to the need to obtain replacement loops and verify the broken pieces were not left in the patient. The first case was 1 3/4 hours and the second case 2 hours. In both occurrences, the loop was removed successfully and the procedures were completed successfully using a similar device. X-rays were obtained to confirm broken pieces were not left in the patient. There were no reports of patient or user harm associated with this event. Patient identifiers: (B)(6) 1st case of 2 broken resection electrode loop. (B)(6) 2nd case of 2 broken resection electrode loop. This report is for (B)(6).